Event description:
Per clinical review: this complaint involved a tubing pack that had a loose one-way vernay blood valve in the tubing between the cp50 cardioplegia device and the female connector that connects cardioplegia tubing from the sterile field. This was discovered during cardiopulmonary bypass. The one way valve was removed and replaced with a sterile connector and tubing by the clinician cutting out the valve. There was no harm to the patient and the surgery was successfully completed.

Manufacturer narrative:
Updated block: b5

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the tubing was not securely attached to the one way valve on the patient exit line of the cardioplegia. As mitigation, the perfusionist had to cut out the section and use a 3/16 inch connection to rebuild the tubing connection. There were no adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. No product was returned for evaluation, nor were photos or any other evidence provided, so the definitive root cause could not be determined. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.